Event description:
The facility reported that a study was sent to the ge picture archiving and communication system (pacs) in 2007. The study was reported on and archived at that time. The same study was subsequently sent to the pacs system again four days later, due to the original study not having all the images profiled into it. After this second study was received into the pacs system the study date was changed automatically to the same day instead, them remaining at the correct original date, acquisition date. This event was identified by the facility and there was no report of any pt injury as result of the event. The site expressed concern that if the study date discrepancy was not noticed, it could potentially allow a clinical decision to be based off incorrect info.